Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable.